Event description:
Medtronic received info that this mosaic valve was explanted, due to pannus after four months of implant. There was no report of adverse pt effect.

Manufacturer narrative:
(B)(4): device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be a pt related condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A small abrasion through the free margin of the right cusp adjacent to the left right commissure appeared to be associated with bias wear. Remnants of pannus remained attached to the outflow rail of all cusps and stent posts extending slightly to the non-coronary left commissural area. An unk amount of host tissue appeared to have been removed on the outflow and possibly on the inflow. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.